Manufacturer narrative:
The sample is currently under investigation. Upon completion, a supplemental report will be submitted. (B)(4).

Event description:
The pressure monitoring set was filled as normal during the night between (B)(6) no air. On (B)(6), when collecting blood, air was visible in the syringe. After the blood sampling, the nurse noticed that the syringe no longer was attached.